Event description:
Patient returned four days after the implantation of a lead due to increased pain at the surgical wound and erythematous reaction. He was treated with oral antibiotics and released. The patient subsequently returned after two days with increased pain at the implant site along with increased erythematous. The lead was immediately explanted. Cultures of purulent material found during the explant revealed staphylococcus aureus. In addition, a series of epicutaneous tests were conducted to identify any possibility of an inflammatory reaction to the implantable lead. The test results were negative.